Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9226367. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 26x3/8 ib was defective. The following information was provided by the initial reporter: it was reported that the caller experienced a defective issue. Description of issue: customer reported needle issue. How many times has this issue occurred? Once. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? If yes, what type of injury? No. Was medical intervention needed. If yes, who was the 3rd party and what was the assistance/treatment? No. For bd product only: is affected product available for return to bd? No. Product not available for return to bd. Skip to step #10. Was caller able to fill a cartridge with insulin? Yes.